Event description:
No harm to patient. Having issue with detecting ablation catheter during the case. System was rebooted at first-did not resolved issue. Ablation cable was changed-did not resolved issue. Ablation catheter changed-issue resolved.